Manufacturer narrative:
E1: initial reporter facility name, address, and city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the catheter adapter on the minicap transfer set disconnected which resulted in a leak. The patient had wet clothes. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced because of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues were observed. Integrity of seal surface testing was performed; the transfer set patient adapter was tightened to a laboratory titanium adapter and leak tested and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition.should additional relevant information become available, a supplemental report will be submitted.